Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) was not impacted except for one occasion when the customer delivered another bolus after the occlusion and the bg dropped to 37 mg/dl. Juice was consumed to address the low bg level. The customer declined tandem technical support's offer to troubleshoot as the pump was functioning properly with the current supplies and the customer was planning on speaking to a clinical diabetes specialist about different types of infusion sets.